Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected display anomaly during visual inspection noted. The insulin pump was received with minor scratched display window, cracked display window at bottom right side and upper left side corners, cracked case at display window corners.

Event description:
It was reported the customer received a button error alarm while attempting to deliver a bolus. The customer's blood glucose was 190 mg/dl. The customer stated they were attempting to enter their carbohydrates when a button anomaly occured. The customer removed their battery and the button error alarm occurred after. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.